Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown; date implanted - unknown; manufacture date ¿ unknown.

Event description:
It was reported that the patient had an initial right hip arthroplasty on an unknown date in 1992. Subsequently, patient was revised on (B)(6) 2014, due to polyethylene wear.